Manufacturer narrative:
(B)(4). Additional information: was cholangiogram done on procedure? No what is meant by clip did not clamp vessel? Did clip not close completely around vessel? Did clip close completely but fall off of vessel after being placed? Did clip not form at all and just fall off of applier? Clip would not form or close around the vessel. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition; the jaws were properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had placed three clips on the cystic duct and placed one on the artery. As surgeon placed second clip on artery, he pulled trigger to deploy clip and clip did not clamp on vessel. He then fired device again and clip did clamp on vessel but as he was removing device from vessel the clip came with it. He removed clips and was able to complete case with same device. There were no patient consequences reported.